Event description:
Patient with nickel allergy had this custom-made porex-coated knee fusion construct implanted on (B)(6) 2022 (compassionate use comp-030/order (B)(4)) to treat a complex periprosthetic ripping of the quadriceps mechanism and distal femoral replacement failure. The patient now presents with apparent femoral stem loosening and will undergo revision surgery to either replace the femoral side of the fusion or convert the fusion to a hinged knee replacement.